Event description:
The customer reported that the insulin pump is squirting out insulin during the manual prime. The customer also reported a high pitched tone as well as an alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted. The insulin pump had a noisy motor during the manual prime and during the rewind due to a faulty motor.